Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited noise being oversensed and pacing inhibition with asystole greater than 2 seconds. The patient had a history of noise and farfield oversensing. Further investigation indicated that prior to changing of previous device, a health care professional (hcp) reported noise. No further information available at this time. The rv lead was surgically abandoned and no longer in service while the pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.